Event description:
A customer reported to beckman coulter (bec) that they observed liquid on top of a blood urea nitrogen (bun) assay reagent cartridge in the reagent compartment of their unicel dxc 600i synchron access clinical system. The customer stated the liquid was found upon troubleshooting bun supressed results. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves and a lab coat while troubleshooting.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed reagent probe b leaked. The fse replaced the reagent probe b collar wash valve to correct the leak and suppressed results. (B)(4).